Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, 80% tear of gluteus medius with fibers remaining over anterior edge of greater trochanter, bald remainder of greater trochanter. Trunniosis with burnishing of the femoral short neck trunnion at both the head and proximal body interfaces. Stable acetabular, femoral components. Yellow clear serous joint fluid, sent for cell count, culture. Pseudotumor over greater trochanter sent to pathology. Pain, corrosion and suspected metallosis. Non revised products: product ID: sphs8000 profemur® r 135mm.stem size 10 mts.finish straight/taper/ lot no.: 07493194/ qty: 1.